Event description:
Reporter called with complaint that her freestyle libre 2 system is continuously giving irregular or completely wrong blood glucose readings. Additionally, when her blood glucose goes dangerously low or high, the device does not alarm to notify her about it.